Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod1, patient experienced "layered hyphema 8mm." Device remains implanted. Event ongoing.